Manufacturer narrative:
Reported event an event regarding periprosthetic fracture involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "the triathlon implants that were in were being used as an antibiotic spacer to clear up a previous infection. After the surgery the patient fractured the distal femur. A nail was placed to address the fracture." Second stage revision was later performed to remove all hardware and implant a new knee. Rep confirmed that no stage 1 implants were removed when the nail was placed. Rep provided usage sheets and confirmed that otherwise no further information will be released by the hospital or surgeon. Right knee.